Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on an unknown date the reportedly the beak on a driver for a detachable temporary fixation pin broke. There is no further information available for this event. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that a beak of the driver for the fixation pin is broken off. Unfortunately we cannot determine the exact cause of failure in retrospect and without further information. We can only assume that the insertion device was not used appropriately. The investigation of the manufacturing and material documents shows no deviations from our specifications. No product fault could be detected.